Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump began fluctuating pressure and flow without anything being done. This occurred during a case where the rinse or lavage function was not pushed, and the pressure was not adjusted. The pump was changed out and the case continued with no patient harm. Additional information was provided on 3/21/2024 where the sales representative stated that this event occurred during a shoulder arthroscopy rotator cuff repair on (B)(6) 2024. Arthrex tubing was used in this event but the staff had no documentation of it. The pump was set at 35 pre-case. A clamp/pressure test was performed and the pressure read normal. There were no overpressure events, just the reading on the console changed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device, which damaged the digital screen and caused malfunction. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.